Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that he 1122 "blower temperature high" and 1002 "blower temperature too high" alarm errors were logged in the event log. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) evaluated the device and found that the 1122 "blower temperature high" and 1002 "blower temperature too high" alarm errors were logged in the event log. The asp ultimately replaced the blower assembly and motor controller (mc) printed circuit board assembly (pcba) for repair, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.